Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination confirmed the ICD remained in its original packaging. Preliminary diagnostics noted no anomalies and an x-ray of the device identified no physical damage. Review of device memory confirmed the device recorded codes 1001, 1002, and 1003 within a week of passing all manufacturing testing. The programmer reported the battery level was too low to support communication with the ICD. Next, the device case was removed to facilitate inspection and testing of the internal components. No loose metal was noted within the device. The battery was removed from the circuit and replaced with an external power source. Testing confirmed the current draw was normal. No evidence of damage to internal components was noted. Despite detailed testing, the root cause of the recorded codes could not be determined.

Event description:
It was reported that while this implantable cardioverter defibrillator (ICD) was being prepared for implant three codes were displayed indicating the battery had low capacity, high power, and low voltage. It was also noted the device had reached explant. Boston scientific technical services (ts) discussed not implanting the device. The device was not used and was returned for analysis. No adverse patient effects were reported.